Event description:
Patient with implanted hardware c3-ti reportedly fell in (B)(6) and two 3.5mm ti cancellous polyaxial screws broke. The patient was returned to the operating room for revision. Surgeon removed the heads of the broken screws from t1 (left and right) and left the shafts in place. He then extended the construct from c2-t2.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn at this time.